Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the orlando health emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 17 mmol/l (306 mg/dl) while wearing the pod between 37 and 48 hours. Symptoms reported include headache and brain fog. When the pod was removed, the patient noticed the site appeared swollen. The patient was treated with insulin pens and released after 3 hours. The patient resides in germany and the incident occurred in the united states.